Event description:
Information was received that the patient was unfit for surgery, and surgery is no longer likely. No medical intervention has occurred to date. No additional or relevant information is available.

Event description:
It was reported that the patient had high impedance when seen in the office. The patient was having swallowing issues with stimulation. The patient was referred for x-rays and neurosurgery evaluation. It was later reported that the patient had two seizures the next day. No x-rays have been received by livanova to date. Surgery is likely but has not occurred to date. No additional or relevant information has been received to date.